Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead had dislodged when it was being connected to the implantable pulse generator (ipg). The ra lead was repositioned and remains in use. After the ra lead was repositioned successfully, the set screw of the ipg would not engage. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.